Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to the customer. Customer¿s blood glucose was 54-500 mg/dl.

Manufacturer narrative:
Additional information was received that the replacement cable did not resolve the issue. Pump was returned for investigation.